Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving floxuridine (20ml/ml at 1ml/day) via intrathecal drug delivery pump. The indication for use was noted as cancer chemotherapy. It was reported that an empty reservoir occurred. The patient was not feeling well on (B)(6) 2018 or (B)(6) 2018, so they missed their pump refill appointment. The hcp programs the low reservoir alarm to 0ml. The patient came to the clinic on (B)(6) 2018 and the hcp refilled the patient's pump with 17.5ml of heparin at the same flow rate as the floxuridine, but was unable to update the pump due to a possible error message. The patient nor the hcp ever heard the audible pump alarm. The event logs confirmed the empty reservoir on (B)(6) 2018. Normally the hcp had the patient get their pump refilled when there was 6ml of drug left in the reservoir. It was later reported that the dose was changed from 1000 units a day to 1250 units a day for the heparin and floxuridine. The patient was coming back in 2 weeks from (B)(6) 2018 ((B)(6) 2018) to check the reservoir volume for any discrepancies and confirm catheter patency. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the cause of the error message was the hcp failed to update the alarm fields, so she could not update the pump. There were no further complications reported at this time.